Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient's blood glucose readings were between 250 mg/dl - 500 mg/dl. Reported symptoms included rapid deep breathing, blurred vision, nausea, symptoms of dehydration, shortness of breath, chest pain and confusion. The patient allegedly received treatment during a doctor's office visit. The patient remained on the pump. During trouble shooting with customer support, it was noted that the basal history matched the active basal program settings and the bolus delivery matched the bolus history. There was a variation between the total daily dose and the basal history due a known reason (suspension of the pump insulin delivery). However, it was discovered that the basal/temp basal settings were incorrectly programmed and the bolus settings (I:c ratio, isf, bg target, iob) were incorrectly programmed. No malfunction or defect was observed. This complaint is being reported because the alleged hyperglycemia can be attributed to an alleged use error (incorrect settings of the pump).